Event description:
Report received of an under-delivery of cytarabine. The pump was programmed to deliver 1200ml of cytarabine at a rate of 50ml/hr for a duration of twenty-four hours. At the end of the twenty-four hour period, it was noticed that an unspecified amount of solution remained in the container. The customer reported, "the math of what should have been infused and what was left did not match". The pump was removed from clinical service and therapy was resumed on a different pump. There was no reported adverse pt effect. Though requested, no additional info was available.